Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed insulin leakage from an ilet cartridge after a cartridge change, and the user experienced elevated glucose readings while using the system. Symptoms included hyperglycemia. Outcomes included no reported injury and no hospitalization. Investigation included collection of device history and return logistics for the affected cartridge lot. Investigation of this case revealed a suspected cartridge leak consistent with a component failure of the cartridge kit. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction related to the cartridge.